Event description:
It was reported that the insulin pump was exposed to fluid when the customer jumped into the pool with the device still on. The blood glucose reading 200 mg/dl. The caller stated that the customer was unable to check the insulin pump for alarms since it would not turn on. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was monitored and all operating currents tested within specification range. No blank display noted. Insulin pump passed self test and displacement tests. Insulin pump had moisture damage noted on electronic assembly and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.